Event description:
A review of service data has detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a damaged connector. The last patient to use this battery pack did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. Upon investigation, the battery connector was damaged. The root cause for the damaged connector could not be positively identified, but the damage likely occurred when the battery was inserted into a monitor or charger with excessive force. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.